Event description:
It was reported that the right ventricular lead was frequently switching polarity due to changing impedance values. It was also reported that there was a possible lead fracture. It was also noted that the patient lost a lot of weight. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.